Event description:
Customer reported a malfunction on pump, identified by code malf 0, but no notable events occurred before this issue. There was no reported adverse impact to customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.